Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 500 mg/dl. Symptoms that were reported at the time of the incident included none. The customer did not state how they treated for the high blood glucose. The customer reported having reservoir issues when the insulin was low in the reservoir. Customer also reported having issues removing the battery cap. Troubleshooting was not provided. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had stripped battery cap coin slot (p), cracked battery tube threads. (B)(4).